Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle fx /fibulock procedure, the 3.2 cannulated reamer that¿s included in the standard procedure pack, st6100, broke in half when it was up the fibula. This occurred as the surgeon was reaming for the nail. The surgeon tried to get it out for some time, however was unsuccessful in retrieving the broken fragment. He ended up using a plate instead and left the reamer in the patient¿s bone. In doing so, an extra incision was made. The case was completed with no further issues.